Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that after installing fco , the device gave an error message after exactly one restart. All attempts to get the device out of the service error failed. In the fco, it is written that if there should there be problems, the processor board will be replaced under warranty. The customer wants the processor board. (Board being shipped to customer). There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.